Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible tone when plugged into ac power. There were no reports of any adverse patient vents while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not sound an audible alarm tone when plugged into ac power. This was due to the central processing unit printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.